Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken ceramic sleeve. Broken piece(s) are missing as a result of breakage. Size of missing piece is approximately 0.113¿ x 0.046¿. Ceramic sleeve does not exhibit scratch marks. The probable root cause of a broken ceramic sleeve is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause the ceramic sleeve to break.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument had a plastic chip noted at the tip of the instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: they do not know any patient information that this instrument was used on. The chip was noted in the sterile processing department as the instrument was being inspected.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.